Event description:
It was reported to philips that the defib was not reading data.there was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).